Event description:
Mcghan textured implanted in (B)(6) 2006 causing debilitating auto immune illness; onset of symptoms 3 months later, including nerve pain, chronic and untreatable burning rashes, sinisitus and arthritic like conditions; implant deflated around (B)(6) 2010 and caused extreme respiratory and heart distress, eventuating in fibromyalgia, chronic fatigue and a fungal infection. After receiving the implants, the pt also displayed the following symptoms over the next year: easy bruising insomnia, low and erratic basal temperatures, swollen lymph nodes, yeast infections, depression - rapid hair loss, leaky gut syndrome, night sweats, frequent heart palpitations, symptoms typical of scleroderma. Dates of use: (B)(6) 2006 - (B)(6) 2010.